Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device could not be performed as device item and lot numbers were unavailable. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and/ or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿

Event description:
On an unknown date in 2010, the patient underwent endovascular treatment of abdominal aortic and left common iliac artery aneurysms using a gore® excluder® aaa endoprosthesis (item and lot numbers for the implanted device are unknown). On an unknown date in (B)(6) 2021, a follow-up examination reportedly revealed aneurysm enlargement (amount unknown). On an unknown date in (B)(6) 2021, a type iiib endoleak was reportedly suspected, and a reintervention procedure was planned to reline the stent graft system. On (B)(6) 2021, a type iiib endoleak was reportedly ruled out by angiography. A type ii endoleak was also suspected but could not be determined. The physician elected to implant an additional gore® excluder® aortic extender component from the proximal end of the existing gore® excluder® device to the renal artery. A final procedural angiograph showed no endoleak. The patient tolerated the procedure, and the physician will continue to monitor the patient.